Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a circuit disconnect alarm. The ventilator was not on a patient at the time of the event. The customer reported to have checked the circuit and expiratory filter and found the expiratory filter to be loose along with faulty patient circuit. The patient circuit were replaced by the customer.